Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report will be updated upon return of the products and completion of analysis.

Event description:
Boston scientific received information that this patient was undergoing a cardiac resynchronization therapy implant procedure. The right atrial (ra) and left ventricular (lv) leads were placed without issue; however, when the physician was placing the right ventricular (rv) defibrillation lead, the patient went into acute heart failure. Despite the emergency measures taken, the patient subsequently died. It is unknown if the leads were involved in the patient's death. They were explanted and will be returned for further analysis.